Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure, the foam in the cap dislodged into the scope. The physician changed scopes and the procedure was completed with another microvasive rx locking device & biopsy cap system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complaint indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.